Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead fractured. There was high thresholds and impedance. It was noted there was sudden increase in threshold during patient follow up. The lead remains in use. No patient complications have been reported as a result of this event.